Event description:
It was reported that a stent damage occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 4.00 x 20mm synergy drug-eluting stent was inserted inside a non- bsc guide extension catheter and was advanced to the lesion area. However, the device did not pass through near the tortuous area. The device was pushed forward but severe resistance was encountered. The device was removed and it was found that the distal part of the stent was lifted. Another synergy drug-eluting stent with another size was replaced and completed the procedure. No patient complications were reported.